Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic after receiving inappropriate high voltage therapy due to lead noise. Varying r-wave amplitudes were also noted. Noise was not replicated in clinic with pocket manipulation or isometrics. High voltage functionality of the lead was disabled. The lead will be extracted.